Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited an abnormal color tone in the video that only displayed magenta or green.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a broken video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.